Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the pump refill was done on (B)(6) 2019 and not (B)(6) 2019 as previously reported. The patient's pump was not empty. They expected to pull back 0ml and they pulled back 2.8ml. The patient had a medical history of nerve root and plexus disorder and complex regional pain syndrome type 1 on an unspecified upper limb. The pump was refilled. It was reported that the patient was receiving 30mg/ml dilaudid at 18mg/day, 700mcg/ml baclofen at 420mcg/day, 700mcg/ml clonidine at 420mcg/day, and 1000mcg/ml fentanyl at 600mcg/day. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl ,<(>,<)>clonidine, baclofen, and dilaudid all at unknown doses and concentrations via an implantable infusion pump for non-malignant. The patient reported that the pump started alarming with a non-critical alarm on (B)(6) 2019 every hour. Then on (B)(6) 2019 the pump started critically alarming every ten minutes. The patient believes that the alarm is sounding because the medication is "almost" out. The patient reported that the pump was refilled on (B)(6) 2019. The patient reported that fairly recently they had problems scheduling a refill appointment because their insurance won't schedule and the patient forgot to schedule. The patient reported that the patient had an appointment upcoming on (B)(6) 2019. No symptoms were reported. No further complications were reported.